Event description:
A customer reported "incorrect readings" when scanning the adc freestyle libre sensor. Furthermore, the customer stated "she had emergency medical treatment" due to the issues with the incorrect readings. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensor was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensor, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported "incorrect readings" when scanning the adc freestyle libre sensor. Furthermore, the customer stated "she had emergency medical treatment" due to the issues with the incorrect readings. No additional information was provided. There was no report of death or permanent injury associated with this event.